Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, more than expected battery longevity was observed. Pre-mature battery depletion was noted when the patient was brought for in-clinic device interrogation. Review of session records revealed that there is only one measurement of low battery voltage. Patient was monitored for another month through merlin.net transmission and the device longevity was rebounded back to normal and was stable. Patient will be monitored through regular follow-ups.